Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Medtronic sent a replacement device and it resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that since last night they're unable to charge their implant, they can do other things but not to charge the implant. Pt added that the recharging paddle was not being recognized when they connected to the controller. Agent had patient checked for physical damage. Patient confirmed no damage on the recharging paddle. Agent had pt blew air into the controller port and wiped the recharger telemetry module (rtm) plug with clean fabric. Pt attempted to recharge the implant, the screen went to looking for device but went to battery information the controller 90% and implant 60%. Pt was able to check their therapy group and change settings but not to charge. When asked about managing healthcare provider (hcp), pt was seeing a nurse practitioner. Pt also mentioned that they used to feel a bump where the implant but now it's flat and they don't know what's going on but they'll be going back to the pain clinic on the 17th and added "I get to see your people too when I'm down there. Agent believed that the pt was referring to a manufacturer representative (rep) when pt mentioned "your people". Pt added they're worried that they can't charge their implant. Agent sent request to repair to replace the recharger.